Manufacturer narrative:
(B)(4) date sent: 1/18/2024 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an appendectomy procedure, the surgeon reported that the stapler malfunctioned. They fired the stapler, the blade went across and then when the blade was coming back across, it made a loud crunchy type sound and the battery came halfway out, so they had to do the manual release. The procedure was completed with no patient harm reported.

Manufacturer narrative:
(B)(4). Date sent: 2/20/2024. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4). Date sent: 3/14/2024. D4: batch # 624c99. Investigation summary:   the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with a gst45b reload present. The reload was received fully fired. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and during analysis, when the knife returned after testing the home button return function, there was a loud crunching sound and the battery popped partially out. The battery could not be removed, though the device still had power. The device was test fired and the cut and staple lines were correctly formed. When the knife returned from this firing, there was a click and the battery was partially pushed out again. Upon disassembly of the device, the bulkhead has rotated up somewhat and the battery holding part of the bulkhead appears twisted inside of the stuck battery. There was an extra encoder gear stuck in the bulkhead where the drive bar goes. This extra encoder gear is broken. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 624c99, and no non-conformances related to the reported complaint condition were identified.